Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor cable image, water in image capture unit, water in cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: imaging issues caused due to a poor cable and leak in cable and capture unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: complete initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a damaged connector. The issue was found during service/maintenance (not in a clinical setting). There were no reports of patient involvement.